Manufacturer narrative:
(B) (4). Evaluation summary: as is noted on the hip registry adverse events report dated (B) (6) 2009, it is most likely that the components did not contribute to the alleged failure of non-union of the eto. The surgical notes from the first revision surgery in (B) (6) 2009 as well as the second revision surgery in (B) (6) 2009 are not available. X-ray images post-first revision surgery and from successive patient visits are unavailable. It is unknown if the components were implanted with the correct orientation and fit as per the surgical technique. Patient activity level is also unknown. Based on the above information and observations, it is most likely the non-union of the eto was due to patient factors contributing to bone quality, of which are not in the control of the device manufacturer. However, the exact cause of the current situation cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the devices were implanted on (B) (6) 2009 and that the patient was revised on (B) (6) 2009 due to eto - extended trochanteric osteotomy.